Event description:
On (B)(6) 2021 evan caisse of zyno solutions received a phone call from lora kennel on behalf of 6155- the zangmeister center. Lora stated that pump 500362 alarm settings reverts back to the previous setting after its changed and it displays an "r." The alarm still works, volume just reverts to the previous setting once it is turned off. Operator rn. Medication n/a. Patient involved. Patient was not harmed. Event date n/a